Event description:
It was reported that during an unknown procedure, the device was fired until crunch was heard. When removed, the device had cut, but only had staples on one half of the donut - the staple line looked like a semi-circle rather than a completely round. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.